Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down while on a patient; however, there was no harm to the patient or user. The device was being used to create a treatment plan for respiratory assist no medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed does not have any more details but requested onsite service. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Upon review of the event log, it was determined that the unit remained unplugged from a wall outlet for six hours, leading to a power-off during patient use. The fse replaced the power management printed circuit board assembly (pcba) to prevent a possible recurrence. All required tests were performed per the manufacturer's specifications, and the customer was advised of the user error. The device is now cleared for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.